Manufacturer narrative:
(B)(4) 2010. The analysis on this device is pending. (B)(4) 2011.

Manufacturer narrative:
November 16, 2010. The analysis on this device is pending.

Event description:
Before an implantation procedure, this lead was tested and it was reported that after about 15 turns the screw would not come out. The physician asked for another lead.

Event description:
Before an implantation procedure, this lead was tested and it was reported that after about 15 turns the screw would not come out. The physician asked for another lead.